Manufacturer narrative:
During eval at the third party service center, the ventilator inoperative condition was confirmed. The device's system board was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging a ventilator inoperative condition occurred. The device was not in pt use.